Event description:
The lay user/patient called lifescan (lfs) in 2008 and alleged that her one touch ultramini meter would not power on. The medical affairs specialist listened to the recorded call, as the patient could not be contacted by phone to obtain the additional information. The patient mentioned that she had bought the reported meter about a month before she called lfs. It is unknown when did the reported issue with the meter started. The patient stated that she was unable to test her blood sugar during the issue. She normally tests her blood sugar four or more times daily and takes unknown insulin based on the sliding scale and was guessing dosage of her insulin during the issue. She also mentioned feeling shaky and lightheaded on the same day, in the morning after the issue began. She stated that she felt her blood sugar was low at the time of concern. She was told by a healthcare professional to be careful and to get a new meter soon. The customer service agent (csa) verified that the meter was not new (out of the box), the batteries were installed correctly, the condition of the battery contacts is good, the patient was using correct test strips, and there was no misuse of the product. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the patient claimed that she was not able to test her blood sugar and then had to guess her insulin dosage and later, felt shaky and lightheaded, symptoms that can be indicative of severe hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.